Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation, post-paced t-wave oversensing was observed in the right ventricle. Device reprogramming was suggested. Related MFR#: 2938836-2017-17171.